Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. The lot number for this item is not related to the listed recall (rmd-10001875), however, the described issue is similar to the stated recall and therefore this is being reported in accordance with refer to 21 cfr 803 and 21 cfr 806.

Event description:
It was reported the device presented air in the air-eliminating filter when tubing was left laying on counter after tubing was primed. Defect was detected before use. No person was affected. No patient injury was reported.

Manufacturer narrative:
The lot number for this item is related to the listed recall (z-0148-2022), the described issue is similar to the stated recall and therefore this is being reported in accordance with refer to 21 cfr 803 and 21 cfr 806. Cmazalu

Manufacturer narrative:
Event problem and evaluation codes: updates are not required. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: operator of device: correction: operator of device: unknown, no information received, correction: initial reporter sent to FDA: unknown, no information received.